Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs), alleging an issue with the print being too small for her to read on the onetouch ping meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with insulin pump therapy. Based on a reading the patient interpreted as ¿128 mg/dl¿ on the subject meter, the patient took 2.75 units of insulin and subsequently ¿passed out.¿ there was no indication of misuse. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury possibly after the alleged meter issues began.